Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported device embolization occurred. In (B)(6) 2016, a left atrial appendage (laa) closure procedure was performed. The laa showed a dominant posterior lobe and a very small anterior lobe. A 33mm watchman ® laa closure device was advanced and deployed, but it was too proximal, so it was recaptured. A pigtail catheter was used this time and the closure device was advanced and deployed again. This time it was successfully implanted as all of the release criteria were met. The next day, a transesophageal echocardiogram (tee) showed the closure device embolized to the left ventricle. Surgery was performed to remove the closure device and there were no further patient complications.

Manufacturer narrative:
Describe event or problem and first name updated. (B)(4).

Event description:
It was further reported that the laa was surgically closed with a clamp